Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) was failed. A field service engineer (fse) verified that the that bio-ID was illuminated white. So, the fse shut down machine so it can shut down bio ID, then turned the machine back on and then went to admin. In admin the fse checked device manager made sure all power savers were off. Then the fse went to hardware test application (hta) and completed test of bio-ID. Then rebooted station customer then was able to successfully log in app via bio-ID. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier required maintenance. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.